Event description:
It was reported "IV team has reported an instance where they saw "bullseye" indicating correct PICC line placement but cxr revealed that the lines were in too deep." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The vps g4 system with accessories was returned. A visual examination revealed all returned items were in acceptable condition with no obvious external defects or anomalies observed. The returned system was functionally tested. No issues were observed with the functionality of the returned system. The ability to create a blue bulls eye was achieved with no issues. A review of stored cases on the returned system revealed no cases with the event date 11/04/2024 were on the system. Stored cases (B)(4) were completed on 11/03/2024. A review of both cases revealed neither procedure showed the achievement of a steady (approximately 10 seconds) blue bulls eye and neither case had a saved report. The reported issue was not reproduced and was not confirmed by a review of stored cases. A device history record review performed on the console did not reveal any manufacturing or servicing related issues. The reported issue was not confirmed during evaluation of returned vps g4 system. No problem was found with the functionality of the returned vps g4 system. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "IV team has reported an instance where they saw "bullseye" indicating correct PICC line placement but cxr revealed that the lines were in too deep." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".